Event description:
Adverse event(s): "no harm/impact to pt" (no consequences or impact to pt). Product problem(s): "system error message displayed" (device displays error message). A customer reported a system message occurred during a case. The nurse reported the surgeon switched numerous times from fluid to air and the machine righted itself without a reprime. The case was completed. No pt injury was reported. This is the second of two reports being filed for this facility.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplement MDR will be filed when add'l reportable info becomes available. (B)(4).